Event description:
It was reported the patient presented in clinic for follow-up with complaints of phrenic nerve stimulation. The physician performed surgery to address the phrenic nerve stimulation and found the helix of the right ventricular lead malfunctioned. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of phrenic stimulation was not confirmed while the event of helix malfunction was confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix retracted and clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque applied to inner coil. The cause of the helix mechanism issue was isolated to the helix being clogged with blood/tissue and the over torqued inner coil. Electrical, visual, and x-ray analysis was normal with the exception of the procedural damage.